Event description:
Rotaflow drive (used as arterial pump) unit stopped short before end of the case without error message. Backflow ensued. The case was ended by use handcrank. There was no pt injury.